Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's stimulator stopped working. It was noted that remote control (rc) and clinician programmer (cp) screen would display stimulator error. It was noted that the patient had a heart surgery wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
(B)(4). Device evaluation indicated that the depleted ipg was charged fully in one charge cycle. A test remote control was able to link to the spectra ipg without any issue. Consequently, the ipg was linked to a clinician programmer via a wand and the device data was captured. No error message was observed. The battery depletion rate and sleep current were within the expected ranges when the device was turned off. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's stimulator stopped working. It was noted that remote control (rc) and clinician programmer (cp) screen would display stimulator error. It was noted that the patient had a heart surgery wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))